Event description:
Pt scheduled for robotic assisted laparoscopic radical nephrectomy and ureterectomy with possible open complications: required conversion to open procedure due to broken 6 ia instrument on renal peroicle. It misfired and became jammed. In the process of getting it to fire the handle broke. Due to the uncertainty as to the extent of the cc access the renal pedicle, converted to hand assisted then to full open procedure. Abd xray and no foreign bodies to suggest retained surgical instrument or sponge the instrument being removed no harm.